Manufacturer narrative:
This info has not been provided. MFR site and MFR date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.

Event description:
Attorney advised the plaintiff fell and sustained a left proximal intertrochanteric femur fracture. Pt underwent orif with dhs. Pt awoke in pain at approx 5 months post implant. She was seen by the orthopod and fractured hardware was noted. Pt was revised to unk implants.